Event description:
It was reported that review of the patient¿s remote transmissions via merlin.net revealed right ventricular lead oversensing as well as a inappropriate ventricular fibrillation episode which prompted inappropriate anti-tachycardia pacing therapy. Subsequent in-clinic x-rays revealed lead dislodgement and, therefore, therapies were turned off by the physician. The lead was explanted and replaced. The patient¿s condition was stable before, during and after the procedure.